Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. The customer stated they did high pressure test repeatedly and it was failed both time. Troubleshooting was completed for under delivery. Customer reported that they were in auto mode at the time of reported incident. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.